Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was one of three leads attempted to be implanted during a pacemaker implantation. All three leads experienced helix extension/retraction issues and were not able to be implanted. The last lead attempted was cut at the terminal pin and used as a port plug, and the pacemaker would function as a single chamber device. No adverse patient effects were reported due to the prolonged procedure. The attempted leads were expected to be returned for analysis.